Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the contact mentioned that the pump was with the contact's son at a healthcare provider appointment, with plans to call back for further assistance once the pump was retrieved.